Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber cracked and was leaking water during patient use.there was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare new zealand where it was visually inspected and dimensionally tested. Results: visual inspection of the mr290v vented autofeed humidification chamber identified cracks near the rolled base. The thickness of the rolled base was measured for over-rolling during the manufacturing process and was found to be within specification. Conclusion: we are unable to determine the cause of the reported event. However, our investigation indicates that the crack was most likely due to mechanical stress. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290 vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers."; - "set appropriate ventilator alarms."; - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."; - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure.".

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher and paykel healthcare (f&p) field representative that a mr290v vented autofeed humidification chamber cracked and was leaking water during patient use. There was no reported patient consequence.